Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a decreased in pacing impedance measurements below 200 ohms on the right ventricular (rv) lead. Additionally, the sensing had also decreased. As a result, micro-dislodgement was suspected. No adverse patient effects were reported.